Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found due to damage on the charged coupled device unit, the image disappears during angulation in the up/down directions. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the user stating there was a 20 minute delay in switching out the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused due to a damaged charged coupled device (ccd) unit causing a procedure delay. The user can detect the suggested event by handling the device in accordance with the following section in the instructions for use (IFU): "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.